Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery and leaking reservoir. The customer¿s blood glucose level was 188 mg/dl. The customer was assisted with troubleshooting for failed battery and leak. The customer received failed battery test and the leak is past 2nd o ring. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test as follows: reservoir was filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx insulin pump. Conclusion: reservoir did not leak.